Event description:
It was reported that the procedure was to treat a de novo lesion in the left anterior descending (lad) artery with mild calcification and moderate tortuosity, however, a perforation occurred. A 2.8x19mm graftmaster covered stent failed to cross due to the anatomy. Another 2.8x19mm graftmaster was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported failure to advance could not be confirmed as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.